Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient was diagnosed with a neuromuscular degeneration issue. Surgical intervention remains pending.

Event description:
It was reported the patient had fallen on several occasions. Following the falls, the patient now can no longer receive effective therapy due to the stimulation being erratic and not covering the targeted pain area. An impedance check showed no anomalies. Further intervention will be discussed with the doctor.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed x-rays were taken and showed the lead had migrated to the right side. An sjm representative attempted programming but could not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed, the patient's lead was explanted on (B)(6) 2015.